Event description:
It was reported that the right ventricular (rv) lead had high impedance and there was noise on the electrogram during isometric movements. It was further reported that the lead had high short interval counts (sic) and a fracture was confirmed. During the rv lead revision, the atrial lead was dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead 2006 (B)(6); (B)(4) implantable pulse generator (ipg) 2006 (B)(6).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo within 5cm of the anchoring sleeve. The proximal conductor of the lead became distorted while in vivo. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed and the outer insulation of the lead developed a cosmetic depression while in vivo.